Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented with corneal issues postoperatively. Reportedly, the patient postoperative course was unremarkable until three (3) weeks postop when the operative eye became sore and red. The patient reported recent history of hitting the right brow with stove in the kitchen. Glaukos medical monitor conferred with the surgeon who reported that the patient looks significantly better in three (3) days after being put on steroid (pred forte qid). Additional information has been requested.